Event description:
This event is reportable based on the product analysis approved on 05/09/2008. It was reported that during a percutaneous coronary intervention (pci) procedure, the 2.0x12mm maverick2 balloon was unable to cross the lesion. There were no pt complications. The procedure was successfully completed with a 2.0mm non-bsc balloon. Pt status is reported as "good". However, the returned product analysis revealed that the hypotube was broken.

Manufacturer narrative:
Device evaluation: the device was received in two sections as a result of a break that occurred in the hypotube. The break was located approx 49.2 cm distal to the strain relief. Microscopic examination of the break site found that the break occurred as a result of a severe kink that developed in the hypotube. The distal section of the hypotube break was kinked at various locations along its length. Both the kinks and the break are consistent with excessive forces having been applied to the device through some form of restriction. An examination of the profiles of the tip and balloon sections of the device found that the balloon had been inflated and was not refolded. If the balloon was in this condition during the physician's attempts to cross the lesion, then the profile of the unfolded balloon could potentially result in a restriction occurring. No issues existed with the tip. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specs. The root cause of this defect is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.